Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field representative was onsite when the issue was reported, they were able to test and confirm the reported event related to the stripped driver. The site had a second driver available for use. The field representative reported that the driver was replaced which resolved the issue. No further issues were reported. Damaged driver was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that the open spine clamp driver tip was stripped. There was no patient present when this issue was identified.